Event description:
During the extraction of the lead for a suspected lead fracture(secondary to noise/oversensing), pt went into cardiac arrest. The pt was stabilized and the entire defibrillation system was explanted.